Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media on (B)(6) 2018 that their insulin pump fades to black and white at least once a week. Blood glucose level is unknown. No troubleshooting occurred. Product will not be returned for analysis.